Event description:
Technician notified product surveillance on 8/28/02, that a repeat donor contacted their facility on 8/26/02 and reported having a stroke after donating platelets on the amicus instrument in 2002. The procedure completed around 11:00 am. According to the donor, the stroke event occurred around 5:00 p.m., in 2002, approximately 6 hours after the donation. The donor stated that they were hospitalized, and is currently recovering. According to the collection facility the platelepheresis procedure was uneventful. Through further follow up by the donor center, more details were received surrounding the event. After donating in 2002, at approximately 2:00 p.m., the donor went to the dentist to have crown work done without incident. Around 5:00 p.m, the donor experienced persistent weakness on the left side with no improvement. At 6:00 p.m. The donor called 911 and was taken to the hospital, where they stayed for 4 days when pt was transferred to a rehabilitation facility and was planned to be discharged in 2002. During the discussion between the collection facility and a donor family member, it was reported that the donor has had past episodes of high blood pressure in which pt has been sent home from work and was advised to seek a medical evaluation. According to the family member the donor never had the medical evaluation performed. This information was not in the file of the collection facility. Procedure information: processing time: 62 minutes. Citrate infusion rate: 1.25 mg/kg donor weight/min. Acd infused: 274 ml. Acd ratio: 9:1. Whole blood processed: 2165 ml. Inlet pressure alarms noted during procedure. Donor information: healthy allogeneic donor (20 gallon platelet apheresis and whole donor since 1990). Donor's blood pressure 130/90 prior to donation. Donor did not verbalize any complaints during the donation. Information from the attending physicians at the hospital, reported to the collection center medical director, and received by fenwal product surveillance on 9/19/02. The donor's condition is stable with some left-hand and arm weakness. Pt is walking, and facial muscle actions and speech have been restored. From the testing performed at the hospital, no speicific cause was determinated for this event. The treating physicians believe the episode is unrelated to the platelet donation that was performed the same day as the event. Per the treating physicians, the donor's hypertension in combination with an area of weakness in a cerebral vessel contributed to intracerebral bleeding and stroke. No further investigation of this event as a possible adverse reaction to the platelet apheresis donation is being taken by the collection facility at this time.